Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as bruise with a skin irritation. Patient was improperly using the gel on electrode belt leading to the skin irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised the patient to stop inappropriately using the electrode belt gel on skin to prevent future skin irritation. Follow up indicated that the skin irritation improved.